Event description:
International affiliate reports that after successful placement of the shunt into the ventricle, cerebrospinal fluid failed to drain at the peritoneal end of the catheter. It is reported that upon closer inspection, no slit was visible in the catheter. The peritoneal catheter was cut to determine if csf could flow through and then the entire shunt system was replaced.